Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One photograph of a groshong nxt clearvue was returned for evaluation. An initial visual observation of the photograph showed a portion of the catheter and the extension set. The catheter was attached to the patient with a removable suture wing and sutures. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause of the break. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that when patient came for dressing change sister found that the catheter was broken, and it was migrated inside the body. They send the patient to ir department to check the position of the catheter. The ir department of hospital identified the position and removed it with the snaring procedure and issue was resolve. PICC was inserted in april and in 3rd month it has happen.